Manufacturer narrative:
According to the customer, the "bcg medication" was inserted into the bladder through the foley "side port" and after "35 minutes" the foley "came apart where the silicone meets the plastic tubing". The customer reported the medication leaked all over the patient's linens and bed causing the patient to be discharged home to "shower and wash clothing in hot water". The customer reported the medication was intended to remain in the bladder for "2 hours" and due to the reported issue, the patient did not receive the medication for the intended time. The customer reported the patient is fine. The customer did not report any serious injury, medical intervention, or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "bcg medication" was inserted into the bladder through the foley "side port" and after "35 minutes" the foley "came apart where the silicone meets the plastic tubing".